Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 49 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the health care provider adjust basal rates and that caused the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.